Event description:
It was reported that the rigid video scope had kink in cable black image and now pink image/snow. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed for black image and kink in cable but regarding the pink image/ snow the failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation pink image/snow no problem was detected, and in relation with the customer allegation kink in cable, black image was determined the following cause: the video cable is broken and therefore the image is not displayed and the protector of the video cable section is overstressed. Related to the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.